Event description:
It was reported the patient was not receiving effective therapy. The patient had a reported infection at the battery site and was undergoing surgery on (B)(6) 2014 to assess whether explant would take place or not. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient received perioperative antibiotics. There was no known diagnosis of meningitis. The wound site appeared to be leaking, sensitive to touch, and painful. Cultures were conducted at the wound site and sent to pathology. The type of organism was unknown. The treatment for the infection was the spinal cord stimulation system was explanted and antibiotics were continued. The patient came in to see the managing physician for a follow up appointment 1 week post explant. The manufacturer representative (rep) was not at the visit. The patient appeared to be doing well post explant according to the managing physician.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).